Manufacturer narrative:
A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A trackwise complaint history review was completed, and it was confirmed that there were additional complaints received with similar sn (B)(4) for the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
Failed testing when received back. Pressure sensor: failed calibration. Barrel clamp assy: damaged/cracked. Failed testing when received back: (B)(6) 2019 09:23:47 (B)(6) 2019 05:40:10 (B)(6). Not a true 90 day return. (B)(6) 2019 07:08:54 (B)(6). Failed pressure disc accuracy test. Replaced pressure sensor, sending pressure sensor to ops. (B)(6) 2019 11:25:45 (B)(6). (B)(4).